Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the bc3020 flexitrunk infant interface nasal prongs were detaching from the nasal tubing easily during use. It was also observed that it "tend to bend at the base", creating occlusion. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. The complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and our knowledge of the product. The hospital had not provided a complaint sample. Further information was sought but this was not provided by the hospital. Without the return of the complaint deviceor further information we are unable to confirm what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: connect prongs or mask to nasal tubing ensuring that it is inserted fully. Heck patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the bc3020 flexitrunk infant interface nasal prongs were detaching from the nasal tubing easily during use. It was also observed that it tended to bend at the base, creating an occlusion. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc3020 flexitrunk infant interface nasal prongs are not expected to be returned to fph for investigation. We are currently in the process of obtaining further information in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.